Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on vad support. No product was returned to the manufacturer for analysis related to this event. Review of the submitted log file confirmed a pump stoppage that appeared to be associated with the disconnection of the driveline; however, a specific cause could not conclusively be determined through this evaluation. The log file contained data from 20nov2018 at 5:40:47 through 27nov2018 at 13:54:59. On (B)(6) 2018 at 18:02:45, a pump stoppage event was captured from the driveline being disconnected and remained disconnected until (B)(6) 2018 at 18:02:57 am. Although a specific cause for these findings could not conclusively be determined through this evaluation, the pump appeared to function as intended. The heartmate 3 lvas instruction for use contains several sections explaining that if the driveline disconnects from the system controller, the pump will stop. The instruction for use and patient handbook also contain information regarding all system alarms and the recommended actions associated with them. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 19 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a driveline disconnect event occurred. Additional information was requested, but was not provided.